Event description:
Additional information received notes recurring non-sustained right ventricular oversensing episodes due to myopotential oversensing. No changes or intervention was reported. There were no patient consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented for remote follow up via merlin.net with stored episodes of non-sustained right ventricular oversensing recorded by the implantable cardioverter defibrillator. The episodes appeared to be caused by myopotential oversensing. No interventions were made. There were no patient consequences.